Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's daughter called for assistance programming a bolus on the unit. The caller then stated that the patient fell last night due to low blood glucose levels, and he was taken to the hospital. The caller stated that the low blood glucose was due to over infusion of insulin. Nothing further was reported.